Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as a rash that is itchy with red dots. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed an antibiotic for the skin irritation. Follow up indicated that the skin irritation improved.